Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose with blood glucose of 20 mg/dl at the time of the incident. The customer was at 170 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was most likely wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer stated they were off their continuous glucose monitoring and they are low unaware. The insulin pump will not be returned for analysis.